Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a device check. It was noted during the device check that the pacemaker had reached eri and that the atrial lead had high impedance. An x¿ray was taken that showed clavicular crush was the cause of the fracture. On (B)(6) 2018 the lead was capped and replaced, and the patient was stable after the procedure.